Event description:
It was reported that the patient experiences twinges of pain when the vns activates. Additionally, the patient experiences muscle spasms associated with this vns stimulation. The patient underwent a full revision as a result. The reason was reported to be for pain exploratory. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B2. Outcomes attributed to adverse event; corrected information ; initial MDR inadvertently omitted information known prior to submission